Event description:
It was reported that the cardiohelp-I system read venous pressure not reading. Everything else was working fine "part, pint, t art". No reported pt effect. MFR ref # (B)(4).

Manufacturer narrative:
(B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. A supplemental medwatch will be submitted when add'l info becomes available.